Event description:
Analysis of the returned device found that the proximal shaft of the microdelivery catheter had separated. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the unit met all material, assembly and performance specifications. Visual inspection of the device found that the microdelivery catheter proximal outer shaft was separated after severe stretching just distal to the strain relief and 1.0cm from its proximal end. The inner braided tubing was intact. The stent was in the microdelivery catheter in its intended location. The stabilizer was kinked on several places along its length, compressed on its middle shaft; stretched on its distal shaft and separated on its proximal shaft at 49.0cm proximal to the proximal junction. A .014" guidewire was in the stabilizer. No other anomalies were noted. The damages found on the microdelivery catheter and the stabilizer is indicative of a high friction encountered during use of the system due to an excessive tortuousity of the patient anatomy. The high friction may have led the physician to apply excessive force in an effort to deploy the stent. This tensile force can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as kinking and possibly breakage. As tortuous anatomy and friction are considered to be procedural factors, therefore; a root cause of operational context has been assigned to the event.